Event description:
It was reported to tyco kendall that an employee rec'd a needlestick while removing a full sharps container. It was stated that the lid fell off during removal of the full container, it was removed from wall enclosure. The sharps fell to the floor and an employee from housekeeping rec'd a needlestick. The director of environmental services felt that the back of the container was warped, making it difficult to secure the lids properly. The director also stated that the director has reemphasized the need to ensure that the person installing the lid hears all the clicks and lines up the lid with the container's openings. No sample available.